Event description:
A 59-year-old male patient with newly diagnosed glioblastoma (gbm) began optune gio therapy on (B)(6) 2024. On december 30, 2025, novocure received a medical record dated (B)(6) 2025, indicating that the patient had temporarily discontinued optune gio therapy due to daily stress associated with device use. The patient had been prescribed lorazepam 1 mg every eight hours as needed and escitalopram 5 mg daily. An additional medical record was received on december 31, 2025. The record dated (B)(6) 2025, noted that the patient had discontinued optune gio therapy in (B)(6) 2025 due to worsening depression attributed to the device. The available medical records indicate no prior history of depression or stress for this patient. On (B)(6) 2026, the health care provider (hcp) reported that the patient was not hospitalized for the event and that treatment consisted of a low-dose medication. An MRI performed on (B)(6) 2026, demonstrated disease progression. The hcp further noted that during a medical oncology visit on (B)(6) 2025, the patient reported increased depressive symptoms related to his diagnosis and vision loss. The patient was referred to palliative care but did not schedule an appointment. In the hcp's opinion, the patient's depression and stress are attributable to his diagnosis and functional limitations resulting from vision loss.

Manufacturer narrative:
Novocure medical opinion is that the contribution of device use to the patient´s depression and stress requiring medical intervention cannot be ruled out. Depression is a known complication of the underlying disease. Depression is an expected event with optune gio device use (ef-11 2% and 12% ef-14 optune arm). Stress is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of tfh203623 is november 08, 2016.